Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the device stopped working mid-insertion. This issue occurred once pressure was applied on the driver. Another device was successfully used. No patient harm as a result of the delay.

Manufacturer narrative:
(B)(4). The ez-io g3 driver was returned for evaluation. A visual exam was performed and no obvious signs of damage were observed. When the trigger was pressed, the green led displayed. The trigger guard was present and there were cradle marks on the handle and tip housing, indicating the driver was likely stored incorrectly. The driver was then subjected to simulated saw bone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. The eeprom data was reviewed which found that there were three counts of stall conditions. Stall conditions are known to occur when excessive force is applied. The investigation found that the driver functioned properly with no abnormalities or defects. The saw bone insertions demonstrated sufficient power existed in the driver to perform medium and hard bone insertions if appropriate technique is used. The complaint was not confirmed. The eeprom analysis found that three counts of stall conditions were recorded. Stall conditions are known to occur when excessive force is applied. Other remarks: proper technique involves applying "moderate steady downward pressure and allowing the needle set rotation to penetrate the bone" and not using excessive force during insertion but letting the "ez-io power driver do the work." The instructions for use (IFU) states "if driver stalls and will not penetrate the bone you may be applying too much downward pressure." Please be reminded that "in the unlikely event of a driver failure, remove the ez-io power driver, grasp the needle set by hand, and advance the needle set into the medullary space while twisting the needle set" and "as with any emergency medical device, carrying a backup is a strongly advised protocol." No corrective actions will be implemented at this time as there were no device deficiencies identified which would have contributed to this report. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the device stopped working mid-insertion. This issue occurred once pressure was applied on the driver. Another device was successfully used. No patient harm as a result of the delay.